Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was not able to be duplicated. Further testing found error code 200 ref 71 due to faulty ID board. No output power at rv1 was observed due to faulty psu (power supply unit) and pkrf boards. In addition, all snaps of pkrf board and some snaps of psu and sprf boards were found to be broken. Using test reference boards, output powers were checked, noted to be within specifications and stable, the device was placed into a two hour burn in test. The device passed the test with no issue or errors observed. Unrelated to the reported issue, multiple minor scratches were observed on the housing unit. Review of fault log found error 400 ref 26 showed four times, indicated turis electrode is attached and activated without saline solution being present or there is an electrode connection fault. Based on evaluation findings the reported issue was not able to be duplicated however further testing found faulty ID board, faulty psu, faulty pkrf and broken snaps belong to psu and sprf boards. The failures found are attributed to component failure. Broken snaps and physical defects observed could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device coag (coagulation) is not working. The issue occurred during preparation for use. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The previous report identified the phenomenon's root cause. This supplemental report identifies additional types of investigations and manufacturing date of the device.